Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the area was not cleaned before starting pd therapy. Two days after being hospitalized for an unreported indication, the patient experienced peritonitis. On an unreported date, the patient was treated with inj. Vancomycin (1gm), inj. Amikacin (150mg), inj. Fortum (500mg, ip) and reflin (500mg each bag) (routes and frequencies not reported) for peritonitis. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.